Event description:
During an internal review of programming and diagnostic history, it was identified that, during an office visit on (B)(6) 2015, an interrupted system diagnostic test occurred that caused an unintended change in device settings.. The patient left an office visit with a duty cycle value less than 2%: the off time was at 60min. The device settings were corrected on (B)(6) 2015 . No patient adverse events were reported.